Manufacturer narrative:
Corrected data: d8 ("yes" was selected in error on the previous follow-up report).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ureteroscope had a broken or defective or damaged components. Severely bent at 45-degree angle towards distal tip. The issue occurred, during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling, the application of excessive force, impact to the device like a fall, shock or similar stress. Olympus will continue to monitor field performance for this device.